Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 4:37 pm, the meter result was >8.0 inr. The customer was advised by her doctor to go to the emergency room where she was not treated and was not admitted. At 6:28 pm, the meter result was >8.0 inr and the laboratory result was 6.2 inr. The therapeutic range was 2.0-3.0 inr.